Event description:
A surgeon reported a patient whose intraocular lens (iol) has decentered and has blurry vision. The implant surgery was performed five years ago by another surgeon. The reporting surgeon stated that the patient's current va is 20/200 and has concurrent retinal pathology (unspecified). He reported that he did not know exactly how much decentration there is; however, when the pupil is dilated to 5mm, he can see the supero-nasal edge of the lens. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history record review could not be completed due to no information received traceable to the manufacturing documentation. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested on 05/12/2011 and 05/26/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).